Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 5. Reference MFR. Reports: 1627487-2015-03405, 1627487-2015-03406, 1627487-2015-03407 & 1627487-2015-03408. It was reported the patient was no longer receiving stimulation within her pain pattern and was also experiencing painful stimulation (date of event is unknown). An sjm representative was unable to resolve the issue with reprogramming. Additionally, diagnostics revealed low impedance values. The scs system was explanted.